Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Inspection of the exterior chassis indicated multiple customer applied labels that do affect device operation. Ac power was applied to the rf generator which failed to complete the boot sequence with only a black screen displayed, which confirms the field reported issue. Additional testing isolated the root cause of failure to initialize to the microprocessor within the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported display issue was isolated to abnormal functionality of the upper assembly microprocessor.

Event description:
During a procedure, when the generator was powered on, the screen would remain blank. Troubleshooting was unable to resolve the issue and the procedure was cancelled. There were no adverse consequences to the patient.

Event description:
Prior to a procedure, when the generator was powered on, the screen would remain blank. Troubleshooting was unable to resolve the issue and the procedure was cancelled prior to the patient being in the procedure room or prepared for the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g4, g7, h2.